Event description:
Per biomed: system freezing up.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system freezing up- retrofit system to accept different probes was unconfirmed. The sr8 functioned properly and did not display an sign of freezing or unresponsive. There is no root cause due to the reported issue being unconfirmed. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.